Event description:
A physician believed that a patient's generator battery was depleting faster than expected, as the device had reached near end of service - yes within two years of implant. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to premature battery depletion. The device met all specifications for release prior to distribution. Programming data, which was available from one clinic visit two years after device implant, was reviewed. 92% of the battery capacity had been consumed as of the clinic visit, and the generator displayed the near end of service - yes indicator as expected. Based on the available data, battery depletion appeared to be within normal limits. The patient underwent generator replacement surgery, and the explanted device was returned to the manufacturer for analysis. Analysis was approved for the generator. When received, the final data was downloaded from the generator and reviewed. The generator reached end of service and was no longer supplying stimulation. 93.5% of the battery capacity had been consumed. System diagnostics and generator electrical testing could not be performed due to the end of service condition of the generator. The generator was opened, and contaminates were observed on the internal circuitry due to the manufacturing process. Electrical testing of the internal circuitry identified that the circuitry performed according to functional specifications; however, excessive supply current drain (out of specification) was measured. This increased current consumption was suspected to be related to electrical paths that formed between the contaminates on the internal circuitry. In similarly-manufactured devices, this may potentially lead to premature battery depletion. No additional relevant information has been received to date.